Manufacturer narrative:
Internal complaint reference: case(B)(4). .

Event description:
It was reported that during a meniscal repair using an ultra fast-fix device, the t2 implant fell off from the inserter. The t1 implant remained in the patient and the t2 implant was removed with gripes and cutters. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with no suture material or implant. There is debris on and in the shaft of the device. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time. Corrected data: h6: medical device problem code.